Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system had an error message during a case. Also the images were grainy. The 9800 system had to be rebooted and the procedure was completed. No pt injury was reported.